Manufacturer narrative:
Product received date 8/20/2024 h3: one device was returned for analysis. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no further actions were taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
E1: facility name:(B)(6)hospital investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device was potentially not pulling medication properly as there was 0.37 milliliters left, but infusion was supposed to be complete. The device also does not lock to the pole with the key. There was no physical damage and no delay of therapy. There was patient involvement, and no patient harm/adverse event reported.